Event description:
It was reported that on (B) (6) 2010, a pt was brought to the (B) (6) medical center operating room with an acute bioglide shunt malfunction / disconnection, which resulted in the death of this pt.

Manufacturer narrative:
The product of this alleged event was the subject of a voluntary recall (B) (4) initiated by medtronic neurosurgery on (B) (6) 2009. The product was unavailable for return. Therefore, the relationship of this event to the reason for the recall could not be determined, and an eval of the device performance was not possible. A review of the manufacturing records showed no anomalies.